Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. An olympus field service engineer (fse) was dispatched to the user¿s facility where the damaged lid was replaced. Since the device was installed on apr 29, 2011 user handling, aging, and deterioration from normal wear and tear is likely to have occurred. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states in chapter 3 inspection before use, 3.2 inspecting the lid and lid packing: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation and information gathered, the user closed the top bar with the cleaning tube sandwiched between them. It is probable that the reason why this happened was that due to the influence of covid-19 as the reprocess education in the facility was not sufficient due to the transfer/relocation of reprocess workers in the facility and the introduction of new employees. The field service engineer (fse) due to the reported phenomenon re-trained the user facility. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Field service engineer (fse) site visit and lid replacement was scheduled.to date , the service visit and device replacement is not yet finalized.if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the oer-pro was found with a cracked lid and needs replacement. There was no patient involvement on this event. No user injury reported.